Event description:
Additional information received reported that the patient¿s extension wire was replaced thursday prior to (B)(6) 2015 and all impedances had returned to normal levels upon completion of surgery.

Event description:
It was reported that the patient¿s impedances were fine prior to replacement. However, after replacement, there were several high impedance values. This issue occurred the week prior to the report, but the manufacturer representative (rep) was called on the day of the report by the healthcare provider (hcp). During surgery, electrodes 0 and 1 were within normal limits on the left side, but the rest were greater than 40,000. Electrode 8 was within normal limits on the right side, but one was 24,135 and the rest were above 40,000. The rep did not think these impedances had come down over time. The doctor was concerned something was happening in the operating room (or) or that there were potential hardware issues. The doctor was no certain if the neurosurgeon was using electrocautery during the replacement surgeries, but thought he was. The cause of the issue and the patient information was unknown, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).